Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient only had the leads currently since the battery died back in 2020 or 2020. Patient noted they had the device explanted and a new device was put in by st. Jude abbott. Patient wanted to know if they were MRI eligible. Patient service reviewed MRI information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.